Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgery on (B)(6) 2016, where the ipg was explanted and replaced with a different model. The patient reported receiving satisfactory coverage and stimulation post operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg as recommended. An sjm representative confirmed the ipg is depleted. Surgical intervention may be taken to address the issue.